Manufacturer narrative:
The device was manufactured from april 7, 2020 - april 8, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) failed to infuse during a patient infusion. The device had been filled with 8g flucloxacillin plus citrate. The customer stated "the line was checked and was flushing with no issues". There was no patient injury or medical intervention associated with this event. No additional information is available.